Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information: jaws. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed six scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, scissoring occurred. The same event occurred in the second and third devices. The device was used on the blood vessel. The doctor commented that the deployed clip in the third device seemed to be slightly out of alignment. Another competitive device was used to complete the case. There were no adverse consequences to the patient. The first device was discarded. Five devices that are the same lot number will be returning (two devices were used during the operation and these two devices were also fired several times by an agent after the operation, one of the devices was fired a few times and was used to explain to the doctor after the operation, and other two devices were / are unopened).